Event description:
Guidant recived informtion that this device was part of a legal action and the patient passed away. Guidant has no specific information as to the device involvement in the patient's death.